Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by back pain and cloudy effluent. The cause and treatment were unknown. The patient was hospitalized on the same day as the event onset. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the patient passed away while hospitalized. The cause of death was unknown. It was not reported if an autopsy was performed. Pd therapy was ongoing prior to death; however, it was not reported if pd therapy was ongoing at the time of death. Should additional relevant information become available, a supplemental report will be submitted.